Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error or other alarms noted. No damage on electronic assemblies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error and pump error. The customer¿s blood glucose level was 125 mg/dl. The customer reported that they received a open book image question and mark on it and a picture of a pump with a red x on the pump screen. The customer reported that they received a pump error before they had open book image on the pump screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.